Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the battery compartment was found to be cracked above the bumper pad. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be leaking during a leak test. The pump's cover was removed; there was moisture corrosion found on the pcb components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.